Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The device is not expected to return.